Event description:
It was reported the asymptomatic patient presented in clinic. Upon review of transmission, it was observed the patient's atrial lead was over-sensing noise. No intervention was performed. The patient was stable and would continue to be monitored.